Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: IFU statements: the dryseal sheath instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the reported size selection and dissection. Warnings on applicable subjects (patients): 1. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in CT image or angiography obtained by pre-operation / operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath (flex). [If vessel size is smaller than the introducer sheath outer diameter (table 1) or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result. [Sheath preparation] 2. Verify the vessel is of adequate diameter and tortuosity to accommodate the device. 2. Device defects and adverse events: [other adverse events] blood loss, bleeding, hematoma, embolization, ischemia, permanent ischemia, infection, vascular trauma, dissection, rupture, perforation, tear w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a descending aorta aneurysm. Gore® dryseal flex introducer sheath (dsf sheath) was used for access. The dsf sheath was introduced from right side. A dissection in the right common iliac artery and loss of blood flow in the right internal iliac artery were observed on the access confirmation angiography. Additional bare stent was placed to treat the dissection, but the blood flow in the right internal iliac artery was not recovered. It was reported that the diameter of the right common iliac artery was approximately 7mm to 7.7mm.